Event description:
This is filed to report a gripper actuation issue. It was reported that a patient presented with grade mixed mitral regurgitation (mr), small atrium, and a restricted leaflet for a mitraclip procedure. During the procedure, the gripper for the anterior leaflet stopped working. It was noted that the device interacted with anatomy after the first grasp to reposition due to elevated gradient, and no tissue damage was observed. The posterior gripper was able to lower, but the anterior gripper could not. A replacement device was attempted, but the gradient was 14mmhg, therefore the procedure was discontinued without implanting a clip. The gradient returned to baseline after ungrasping the mitraclips and there were no associated adverse effects with the elevated gradient. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported difficult or delayed positioning associated with clip interaction with the anatomy appears to be due to user technique/procedural conditions and associated with repositioning of the device. However, based on the information provided, and without the device to analyze, a cause for the reported single gripper actuation cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.